Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the customer experienced hyperglycemia. Customer blood glucose level was 435mg/dl. The customer was treated with manual bolus for high blood glucose level. Customer stated they did not need to do troubleshot for high blood glucose level. The insulin pump will not be returned for analysis.